Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for radicular pain syndrome (r adiculopathies). It was reported the patient reported she wanted to have her device removed. The patient reported the ins never worked like it was supposed to for her and she had it in for several years and it doesn¿t charge anymore, and she needs to go back to an external. The patient reported it hurts where the ins pack is located. The patient¿s hip hurts and she can hardly walk sometimes, and it keeps getting worse. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.